Event description:
Pt admitted to hosp with chest discomfort 4 days after 1st prosorba and diagnosed with staphylococcal aureus sepsis likely from their venous catheter. Treated with IV antibiotics and discharged after 7 days. No further prosorba to be done.